Manufacturer narrative:
E1: initial reporter addr 1: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, the customer noticed a cracked tube. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. A total of 100 retained samples were inspected, and no instances of damaged tubes were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: cracked product/component. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, the customer noticed a cracked tube. There was no health impact or consequence reported.